Manufacturer narrative:
No additional information has been received. No sample returned for investigation.

Event description:
A customer reported that unexpected negative reactivity was obtained with the antibody screening assay on galileo echo (B)(4).